Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with preexisting annuloplasty ring in the mitral position returned with severe regurgitation. As reported, the team attempted to deploy a clip but after reviewing the tee, they have aborted clip and ask us to prep 26 mm sapien 3 ultra resilia valve. After deploying first valve, they noticed significant central leak and decided to deploy second 26 mm sapien 3 ultra resilia valve. The 2nd valve was prepped and the patient was treated successfully. The patient was stable after tmvr.